Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in good condition. A pressure test was performed, and the device was visually inspected. The customer's reported problem was verified. The pump's pressure switch test was performed. The pressure switch was found to be activated high out of the pump's manufacturer specifications. It's recommend that the downstream occlusion sensor to be replaced.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy plus pump failed "psi test (40+)". There was no patient involvement in this event and no adverse effects were reported.